Event description:
A pump malfunction was reported by the caller, but no notable events occurred before this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support assisted the caller with resetting the pump, which successfully resolved the malfunction, allowing the customer to continue using the device.